Manufacturer narrative:
The reported event was confirmed manufacturing related. 2 samples were confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted 2 opened (with original packaging), unused mid stream urine collection kits were received. Visual inspection of the 2 cardboard boxes were unsealed upon receipt. One of the return sample had hardened glue where the flap is supposed to attach and one with the glue on the flap with no evidence on the packaging that it was ever attached. There appears to be no evidence or damage that the flap was ever sealed onto the carton for either sample. This does not meet the specification "the unit box shall be glued square. Maximum out of line is 3/16". Zipper flaps shall be folded and glued such that the zipper is not prematurely started.". A potential root cause for this failure could be ¿incorrect gluing". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the customer had one case of defective midstream where the glue was not keeping the item sealed. Per follow up on 26may2021, customer stated product box lid that was glued to keep the product sealed was not holding.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had one case of defective midstream where the glue was not keeping the item sealed. Per follow up on (B)(6) 2021, customer stated product box lid that was glued to keep the product sealed was not holding.